Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown. If implanted, give date: unknown. If explanted, give date: not applicable, lens remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post-implant the patient¿s visual acuity is lower than expected. Surgeon stated that the patient¿s refraction is +0.75 post operatively, so he decided to implant a piggyback a model ar40m +1.0 diopter lens after calculating on barrett calculator. At implant of the piggyback lens the incision was enlarged to 2.75. Additional information states patient is doing well, but there was some corneal edema so the patient will be seen again in mid-july for proper refraction. No other information provided.